Event description:
On 8/29/96, the lead was capped for high thresholds when the pacemaker was replaced. The pt was still getting therapy with the device programmed to high output. The pacing system was replaced without any problems reported.